Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s936usqs8bzbb hardware: sm-s936u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that blood glucose levels were approximately 269 mg/dl while attempting to fill the pod. The patient reported that insulin leaked from the pod during filling and that the cannula was already extended, indicative of a needle mechanism failure. As treatment, a new pod was successfully activated.